Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used during a balloon dilatation of the ureter to dilate a stricture procedure performed on an unknown date. According to the complainant, the physician attempted to inflate the balloon; however, they could not see on x-ray that inflation occurred. The balloon was then removed from the patient¿s ureter and the procedure was completed with another uromax ultra balloon catheter. The patient¿s condition at the conclusion of the procedure was reported to be okay. Three days post procedure, the stent was removed. The patient complained of pain and was given pain medication. On (B)(6) 2014, a cat scan revealed that the plastic sleeve that covers the balloon in the packaging was left in the ureter. A ureteroscopy was performed and the plastic sleeve was successfully removed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used during a cystoscopy and balloon dilatation procedure performed on (B)(6) 2014. Reportedly, this procedure was performed to dilate a left ureteral stricture. According to the complainant, the physician attempted to inflate the balloon; however, they could not see on x-ray that inflation occurred. The balloon was then removed from the patient's ureter and the procedure was completed with another uromax ultra balloon catheter. The patient's condition at the conclusion of the procedure was reported to be okay. Three days post procedure, the stent was removed. The patient complained of pain and was given pain medication. On (B)(6) 2015, a cat scan revealed that the translucent and radiolucent protective sheath of a balloon dilatation catheter was left in the patient's left ureter. The physician performed a ureteroscopy and successfully removed the protective sheath out of the patient.